Event description:
A customer reported an error with their continuous glucose monitoring (cgm) system, specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to perform a complete pump reset, and the customer was advised to reset the pump and contact support if the issue persisted.